Event description:
Patient representative reported "plaintiff suffered injuries including tenderness and capsular contracture to the left breast. Plaintiff is being medically monitored and wishes to have the implants removed to reduce the risk of bia-alcl. At the time the implants were placed into plaintiffs¿ bodies, they were not advised, nor did they have any independent knowledge, that they were anything other than safe ,life-long products. Nor were they advised that the product was associated with and/or known to cause bia-alcl and that they would require future surgery and treatments. If plaintiff had been advised that implantation was associated with even the slightest risk of developing alcl and/or bia-alcl, they would not have proceeded with implantation of the products." This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.